Manufacturer narrative:
The cause of the shaft separation and shaft kink difficulties experienced during the procedure could not be determined. Product analysis could neither confirm nor deny the crossing difficulties experienced during the procedure. Product analysis did reveal a polymer shaft separation and shaft kink. The proximal section of the delivery device was received and a polymer shaft separation and shaft kink were observed. Visual and microscopic examination of the catheter revealed a polymer shaft separation located 2.5 centimeters distally from the midshaft bond site. The shaft kink was located 46 centimeters distally from the edge of the strain relief. Visual and microscopic examination of the material surrounding the separation site did not reveal any inherent material deficiencies that would have contributed to the seapration. The shaft failure appears to be the result of tensile forces exceeding the shaft tensile specification, which is 1.4 lbs. The circumstances that led up to the shaft separation could not be determined. Microscopic examination of the material surrounding the shaft kink did not reveal any inherent deficiencies that would have contributed to the indicent. It was not possible to determine how or when the shaft kink occurred. There are no similar complaints of this nature related to this batch number. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
This complaint is now reportable based on the analysis completed on 09/27/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.50x32 mm taxus express2 drug eluting stent became intertwined with a 3.00x32mm taxus express2 drug eluting stent. The lesion being treated was located at a bifurcation in the non-calcified, non-tortuous mid circumflex (cx) artery and obtuse marginal artery (om). The procedure was completed with two other taxus stents. No patient complications were reported. Patient status reported as "ok". Analysis of the returned product identified a shaft fracture.